Event description:
It was reported that during patient use, the device's display went blank. No other patient and/or event details were provided. The customer did indicate that the device had been functioning properly since the reported event. The device will be returned to physio-control for further evaluation.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.